Event description:
The lay user/ reporter contacted lifescan (lfs) on april 22,2007, and alleged that the meter was prompting an apply sample message. According to the reporter, the patient was unable to test on her meter. The patient went to the emergency room in 2007, at 7:00a.m. While feeling dizzy and sweaty. At the hospital, her blood glucose level was tested on the hospital meter; the result was 386mg/dl. She was treated with IV fluids, the patient does not know if any medications were in the IV. She has not tested since the hospital visit. She reportedly felt better after the treatment. It would have been helpful to know the length of time the patient was unable to test, the date/time the symptoms began, whether she treated herself at home, her diabetes treatment regimen, if any changes were made to her regimen, and her testing frequency. It is not clear the patient had used the meter to manage her diabetes. The patient had stated that she used the correct technique and after training and retesting the meter issue was not resolved. This complaint is being reported, as the reporter alleged the patient was unable to test and during that time she became symptomatic and required medical attention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.